Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure coil (subject device) couldn't be delivered out of microcatheter and then the coil (subject device) detached unexpectedly during use. The procedure was completed successfully. The physician replaced it with a new device and finish the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure coil (subject device) couldn't be delivered out of microcatheter and then the coil (subject device) detached unexpectedly during use. The procedure was completed successfully. The physician replaced it with a new device and finish the procedure without clinical consequences to the patient.

Manufacturer narrative:
H6 device code grid ¿ corrected ¿ physical resistance/sticking removed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was returned detached, but the proximal contact wire was intact. The coil delivery wire was kinked/bent. There was procedural fluid present on the device. The distal tip was found to be intact, but the main coil was stretched. The functional test could not be carried out as the main coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the clinical procedure, and resistance was noted while advancing the coil in the microcatheter. Additionally, it was stated that excessive force was applied while advancing the coil due to friction and the coil prematurely detached. In the case of this complaint, it is most likely that the coil mechanically detached when it was pushed/pulled against resistance. The reported and as analyzed events will be assigned procedural factors as these defects appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The coil delivery wire kinked and bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure coil (subject device) couldn't be delivered out of microcatheter and then the coil (subject device) detached unexpectedly during use. The procedure was completed successfully. The physician replaced it with a new device and finish the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the clinical procedure, and resistance was noted while advancing the coil in the microcatheter. Additionally, it was stated that excessive force was applied while advancing the coil due to friction and the coil prematurely detached. In the case of this complaint, it is most likely that the coil mechanically detached when it was pushed/pulled against resistance. An assignable cause of procedural factors will be assigned to the as reported complaint since this issue appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.